Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy. Reportedly, the customer does not properly removed air during the load procedure and loads the cartridge while it is inverted, these are considered off label uses.